Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that the communication failure occurred due to damage to the electrical contact part of the connector, resulting to the image not being displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and a no image issue was found due to a damaged video connector; specifically, there was broken optical cover glass at the end of the video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was not specified what the issue was reported by the customer to olympus. The 4k autoclavable camera head was returned and evaluated, and a no image issue was found due to a damaged video connector; specifically, there was broken optical cover glass at the end of the video connector. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.